Event description:
The customer reported that when they attempted to power up the iabp for use on a pt, the iabp would not power up on either ac or batteries. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company service representative determined that a screw had fallen out of the drive manifold, (part number 0104-00-0031) causing a short on the power management board (part number 0670-00-0767). A replacement power management board has been ordered and installed. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. We are following up for additional information related to this event. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).